Manufacturer narrative:
(B)(4). Batch # unk.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, three devices misfired; the tips were crossing. When clamping the cystic duct, the first clip was fine, but subsequent clips were crooked due to the tips crossing. The last clips were straight; properly formed. Enough good clips were able to be obtained between the three devices to complete the case. There were no patient consequences reported.